Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, it was reported that the needle is weak and breaks; suture cuts off after passing through tissue. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained via: ¿ how many devices demonstrated the alleged deficiency? ¿ 20pcs. ¿ did the event occur during one or multiple patient procedures?- 1 procedure (CABG). ¿ what is the total number of procedures? (1). ¿ how many devices demonstrated the alleged deficiency in each procedure? (1). ¿ how many devices exhibited needle breakage? N/a- dull needle is the complain. ¿ how many devices exhibited suture breakage? - 20 pcs. ¿ have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? No. ¿ please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) dr. (B)(6). / consultant. ¿ is the product available for return? If yes, please document timeline of shipment to the office. If the product is no longer available for return, please state so in your response. ¿ it is not yet known if it will return this time, the policy is still being review internally. I asked the surgeon just to provide 1 flap of item 8710h for investigation. Waiting for her response on this. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.